Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the rewind process. The customer confirmed that there were other occurrences of the motor error alarm in the alarm history of the insulin pump. The customer's blood glucose was unknown. The customer confirmed that her blood glucose was normal and that the issue did not result in necessary medical treatment. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to motor encoder out of phase. The insulin pump was unable to perform displacement test due to constant motor error alarm. The insulin pump was unable to confirm alarm due to erased history file. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.